Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture (loc). The patient experienced lightheadedness, possibly due to the loc on the rv channel. The pacing output was increased, and the plan is to replace the lead in the near future. No additional adverse patient effects were reported. This rv lead remains in service.